Manufacturer narrative:
Additional information: d4, d9, h3, h4. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a ncircle tipless stone extractor. It was reported that basket fell apart/broke inside the patient during an unspecified procedure. Further communication with the user facility stated that "customer was nervous and indicated that the basket fell apart. Tip broke off inside the patient's ureter. User was trying to figure out how to extract pieces from the patient. User confirmed that all pieces were retrieved." Attempts to acquire additional information from the user facility were executed, however no additional information was provided to cook in response to this incident. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the basket formation severely severed from the coil assembly, and it was returned in a specimen container. The device was returned with the handle in the open position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. The support sheath was severely bent. The basket formation had a broken wire. The broken wire in the basket formation appears to have been cut by a laser. It is not certain how the basket formation became severed from the coil assembly. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket with multiple broken wires. One of the 4 basket wires was broken, with the broken ends of the wire deformed with the appearance that the wire was exposed to a laser. The two wires that connect the basket to the device were broken proximal of the basket cannula. There was no indication as to the cause of the two broken basket wires that allowed the basket section of the device to separate. It is possible a large force was applied to the device, causing the wires to break. The customer was asked multiple times for more detailed information related to the issue, but no reply was received. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the tip of a ncircle tipless stone extractor separated, and the basket fell apart inside the patient's ureter. It is unknown how the separated segments were retrieved; however, all pieces were successfully removed from the patient. Additional information has been requested.